Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had been compromised due to being hit. The patient noted movement made the device seemingly feel like it was being tugged on. The ICD remains in use. No patient complications have been reported as a result of this event.